Manufacturer narrative:
Siemens reported this issue because we received information from the user facility that the physician punctured the artery of a patient. The investigation showed that this issue was definitely not related to a system malfunction. The system was fully operational at the time and worked as specified. Later on, after the above described, there was an issue which was caused by the user selecting the language hebrew, what is not supported by the application software. Obviously the user found a way to set the system language to hebrew, even though this is not described in the instruction for use because it is not intended to be done. Please note: this happened during reviewing respectively post-processing of already existing images. This was not during a case; there was no patient involved. The unforeseen action by the user caused the system to change the metrics and ask for a calibration of the table object distance (tod). Even restart does not eliminate this message since the calibration button is clicked once. Since the system has not been set to the previous language and metrics the operator could not use the system until the system has been calibrated/serviced. A costumer service engineer (cse) was dispatched onsite and fixed the issue by setting the correct language and metrics. The issue mentioned in the complaint has not reoccurred. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
An event, "no roadmap possible for embolization after artery dissection" was reported to siemens. Information was provided that the physician punctured the artery and it was not related to a system malfunction. Siemens has requested additional information in order to conduct an investigation of the reported event.